Manufacturer narrative:
It could not be confirmed how the speaker became unplugged. The cause is unknown. Due to a lack of information, the event will be considered a malfunction. The customer plugged the speaker in to resolve the issue. No further investigation or action is warranted at this time.

Event description:
The customer reported that the alarm cannot be heard at the central station. The device was in use on a patient. There was no report of patient or user harm.